Event description:
This incident was initially reported to st. Jude medical in 2001. The physician phoned st. Jude technical services to report an inconsistency in the stored electrograms. The "egm" showed a clear regular rate and rhythm. However, the markers were much faster. Noise was also observed. Believing it to be a lead-related problem, the decision was made to replace the lead. At explant, it was determined that the lead functioned properly and the physician instead elected to replace the ICD.